Event description:
Acetabular dome hole plug would not screw into dome hole of trident psl cluster cup. A second plug had to be opened and used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding difficulty assembling a dome hole pluyg to a trident shell was reported. The event was not confirmed. Device evaluation could not be performed as the subject device was not returned. A review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
Acetabular dome hole plug would not screw into dome hole of trident psl cluster cup. A second plug had to be opened and used.